Manufacturer narrative:
Additional information: 3 days post treatment of the right gsv, patient had limited venous doppler confirming successful right gsv closure. Patient returned to physician 1 week post treatment of the right gsv reporting swelling and overall no improvement in symptoms. Decision was to go with gentle diuretics and continue with pressure stockings. Approximately 3 weeks later, patient was seen by another physician as part of follow-up. Labs were performed. Slight improvement in edema reported. Decision was to continue with the diuretics and pressure stockings. 3 weeks later patient was treated for hypertension issue and medications were changed. There was no complaint regarding vein procedures. 6 days later, patient returned for high blood pressure issue and medication was changed. Patient was evaluated at 3 month follow-up and labs. Blood pressure had improved. Patient was continued on pradaxa for his chronic atrial fibrillation. Patient reported improvement in the peripheral edema but also reported mild tenderness in the left medial aspect of calf. 4 days after 3 month follow-up elevated a1c levels reported. Approximately 6 weeks later the patient returned with a complaint of right medial proximal calf with tenderness and skin lesion of the size of a nickel. At this point in time patient reported that it was present from 2 weeks post procedure. There is no drainage. Minocycline was given. Ultrasound revealed some granulomatous changes under the skin. 4 days later, doppler results were discussed as patient has reached 4 months post wenzl therapy. Patient has now reported erythema and firmness on the right medial aspect of upper leg just beneath the knee joint. Antibiotics were continued, and patient was advised to go see infectious disease physician. Approximately 2 weeks later the patient was evaluated by an infectious disease physician. A debridement procedure was performed over the next few days. The details of this is not available. Approximately 1 week later, the patient was evaluated for the same complaint with a couple of skin lesions on the right medial aspect of the knee area. Patient advised to wear stockings and is under observation. The patient is concerned about the lesions which are developing post-venaseal treatment. The physician stated that he thought they may be granulomatous in origin, but also questioned if they were an allergic reaction however they appear as an unusual presentation for allergic reaction. Patient has nickel-sized lesions on the medial aspect of both knees across the line of veins. Great saphenous vein¿s (gsv¿s) are reported to feel like cords all across. Difficulty walking is reported to be because of the stretching from the veins and the pain from the procedure. Patient is 7 months post-procedure and symptoms are reported to be worsening. Last doppler shows adequately treated greater saphenous veins with the no flow. Patient is experiencing some neurologic symptoms with balance and walking but suspected that was not related to vein procedure. At site of skin lesion, suspected granulomatous change is suspected. Patient is going to get a vascular consult and allergist consult. Possible consideration for vein explanation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: seven images were receive for evaluation. Per the images, the area of the infection was above the ankle. The area of infection showed red/purple color throughout the wound with noted ring of pus. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used a venaseal device to treat a patient¿s right great saphenous vein (gsv). The IFU was followed and the lumen flushed prior to use. The procedure was completed successfully and the vein closed. There was no challenges to deviations related to location of the catheter tip prior to initial delivery of adhesive. The catheter tip was 5cm caudal to the saphenous femoral junction (sfj). Post op it was reported that the patient developed 2/3 circular wounds along the course of the treated right gsv which looked discoloured and infected. The wound was cleaned and a course of antibiotics were administered.